Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on unable to upload the pump readings to carelink, server upload failed and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 16e (ios 18.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the absence of diagnostic logs required for a comprehensive analysis. As a result, our assessment was based solely on the available analytics logs. During the analysis, we observed that the application failed to perform the cl upload and received an error from teneo during the process. After submitting a ticket to teneo and reviewing their findings, they reported that the pump with the specified ID had not previously established a connection with teneo before the upload attempt. However, our application logs confirm that the pump reported this ID, at least in some form. Based on this information, we believe the issue most likely originated from a problem with the pump. Issue was confirmed. The issue was resolved before we were able to provide feedback by replacing the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.